Event description:
It was reported that an asymptomatic patient presented in-clinic after a merlin.net transmission had shown low impedance on the atrial lead. The atrial lead had also shown oversensing due to myopotentials resulting in inappropriate mode switching. The patient's condition was stable before, during and after the device interrogation. The patient's device has been reprogrammed. The patient will be monitored normally.